Event description:
It was reported the system displayed an intermittent communication fault and locked up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The power supply connector was repaired and the transformer was adjusted during the service call. The system was tested and found to be working as intended and returned to service.